Event description:
It was reported that this patient was experiencing phrenic stimulation two days post implant. The right ventricular lead had high threshold measurements and lead is suspected to be dislodged and perforation in the right ventricular. Subsequently, this patient underwent surgical intervention for a lead revision procedure. This device is suspected to be associated to the event as it was directly involved in the observation. This meets the definition of serious injury. The device remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was experiencing phrenic stimulation two days post implant. The right ventricular lead had high threshold measurements and lead is suspected to be dislodged and perforation in the right ventricular. Subsequently, this patient underwent surgical intervention for a lead revision procedure. This device is suspected to be associated to the event as it was directly involved in the observation. This meets the definition of serious injury. The device remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Upon the laboratory review of the complaint evidence it was determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction. Perforation is a known possible complication of an implantable lead.